Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/30/2025, an arthrex subsidiary employee reported via email that an ar-2372blo knotless ac tightrope open repair implant had the button flipped over when the tip of the product went past the collarbone. The item was removed from the body. The case was completed using another ar-2372blo knotless ac tightrope open repair implant. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/09/2025: this issue occurred during an ac repair procedure on (B)(6) 2025. No pieces of the failed implant were left in the patient. An ar-2272 drill pin button 3.7 mm was used to prepare the bone socket for the implant's insertion, and the patient's bone quality was assessed as hard. No case delay or added anesthesia was administered. No adverse effects were reported on or after surgery.